Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had been hospitalized due to an infection and fluid in the lungs. When customer was released from the hospital, she began to have high blood glucose. Customer was taken back to the hospital on (B)(6) 2015 with blood glucose of over 700 mg/dl. And was released on (B)(6) 2015. During troubleshooting, it was found that time and date on insulin pump was incorrect. Customer did not have tubing clamp for high pressure test. Customer was advised to call back when in receipt of tubing clamp and to contact healthcare professional to confirm basal rates and bolus wizard rates. No further information provided.